Event description:
On 16-oct-2019: follow up information was submitted because complaint investigation results of the returned used device (1 set), showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient's three infusion sets disconnected at the site from the patient's body as the tubing came off at quick release. These incidents occurred while the patient woke up and getting dressed up. The infusion site was at hip/abdomen/thigh. The infusion was being used for 1-2 days. The patient had high blood glucose level (over 500 mg/dl) and was treated with pump and manual injection. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient was treated with pump and manual injection. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's three infusion sets disconnected at the site from the patient's body as the tubing came off at quick release. These incidents occurred while the patient woke up and getting dressed up. The infusion site was at hip/abdomen/thigh. The infusion was being used for 1-2 days. The patient had high blood glucose level (over 500 mg/dl) and was treated with pump and manual injection. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient was treated with pump and manual injection. No further information available.